Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported problems with collimator being stuck in the closed position. This may result in a system lock up. There is no report of a pt injury or death associated with this event.